Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called; mother could not wake her. Customer was transported to hospital. Customer had taken too much insulin. The blood glucose level was 30 mg/dl. Customer has kidney disease. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.